Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and suture was used. While pulling the suture out of the cartridge with a needle holder and holding the needle, the needle came off where the suture and the needle meet. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle suture combination outside its packaging were received for analysis. Product code sxpp2b436. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined with magnification, and no suture remnant was noted. In the inspection of the needle-suture, the swage and attachment area were noted as expected. The suture was examined and the insertion mark at the end of the suture did not meet the requirement. The product code sxpp2b436 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.